Manufacturer narrative:
E1: patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. The patient reported that the issue was caused by not taking off the needle guard when inserting infusion set. Pain occurred at infusion set insertion site during insertion on (B)(6) 2024. The infusion set in use for less than 1 day. The customer's blood glucose at time issue was 17.8-20 mmol/l. The patient replaced infusion set and resumed insulin successfully. No further information available.